Event description:
It was reported that the customer experienced a low/elevated blood glucose (bg) level of 45 mg/dl. Suspected cause was due to the customer¿s personal profile requiring adjustments. Customer took 5 no alcohol jelly shots to address bg. No action was taken to adjust settings.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.